Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) upon opening the package, the seal was found to be compromised, potentially due to glue failure, which raised concerns about sterility. The surgeon reported that the seal was not properly adhered. The lens was not used, did not come into contact with any patient, and no patient injury or medical intervention occurred. The customer confirmed that the lens of the affected intraocular lens was not implanted or exposed to the patient. The defective lens is unavailable for investigation, and the customer reported that the outer shipping box was undamaged. No further information was provided.